Event description:
The nurse hung a 1500 ml bottle of formula at approx 7 pm. At approx 11:30 pm the pt was found by nurse in emesis. It was then found that the bottle of formula was almost empty with less than 100 cc left in the bottle. It was found that the pump adapter was not in the bridge and the formula seemed to be free flowing. The pump was on and the dose delivered was displayed in the amount of 439 cc which was the amount that was intended to be delivered. The customer reported that the pump did not alarm. The drip chamber was still in place. The pt was sent to the hospital the next day at 8:45 am due to breathing distress. The pt's orders were for a rate of 70 cc for 18 hours per day via pump.